Event description:
It was reported the programmer is broken. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up to an error. As a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the system fan was noisy. (B)(4).